Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received two urgent low glucose alerts with sensor readings under 50 and visual dimming, did not perform an initial fingerstick, disconnected from the ilet, overtreated the hypoglycemia with oral glucose, and subsequently experienced hyperglycemia; the patient later performed a fingerstick of 219 mg/dl and entered the value into the ilet while using a freestyle libre 3 plus sensor. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included medication intervention with oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem identified, and that the issue related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.